Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Receiver data logs were downloaded and reviewed, finding a screen error alarm, in addition to a firmware error and a hardware error. Based on the finding of firmware error this is being reported. The problem was confirmed. A firmware error, bad receiver battery and corresponding screen error alert were all present in connection the reported allegation. The root cause of the firmware error could not be determined post investigation.